Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a droplet of fluid located on the welded area of the device's flow restrictor was observed which suggested a possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the seal joint of the rate limiter at the end of the line. This was observed after filling before patient use. There was no patient involvement. No additional information is available.